Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the patient had a tortuous vessel, the super arrow-flex (saf) sheath (8 fr, 24cm) was used. The saf sheath in this kit was not used. After the intra-aortic balloon (iab) was prepped, the user tried to insert the catheter into the saf sheath. When 1/2 of the membrane exited the saf sheath tip, the iab could not be advanced. The md removed the iab and the saf sheath as one unit. The md inserted a competitors product without difficulty. There was no reported pt death. The pt was not injured nor did the patient require medical or surgical intervention. The anatomical insertion site is listed as "unknown." It is "unknown" if there was a delay or interruption in therapy. The patient outcome is listed as "good."